Event description:
A 58-year-old female was admitted with hypotension and diagnosed with severe aortic stenosis. Despite this being a contraindication, placement of an impella cp was attempted but due to the severe aortic stenosis, the pump was unable to cross the valve, even after multiple attempts of balloon valvuloplasty. As the patient stabilized, the decision was made to abort impella placement. The procedure was continued without support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
E1 added zip code extension as it was omitted from the initial report that was submitted. H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Code b13 was added as it was omitted from the initial report that was submitted. Investigation summary: the investigation has been completed. No product returned. Failure to advance: the root cause of the failure to advance the impella cp was determined to be patient condition related as the patient had severe aortic stenosis. Device history review: the device passed all post sterile inspection checks.